Event description:
Procedure type: laparoscopic right hemicolectomy. According to the rptr: during the case after 30 mins of use, the balloon burst. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available.

Manufacturer narrative:
(B)(4).